Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the patient interface module and then the iabp passed all functional and safety tests per factory specifications. The iabp was cleared for clinical use and returned to the customer. (B)(6).

Event description:
The company service territory manager (stm) reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) failed the patient interface module test. No patient involved. No adverse event reported.